Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -14.5/3.0/147 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was repositioned but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a same length but different axis lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: d9: return date: 11-dec-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens haptic broken and stretched out. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).